Manufacturer narrative:
As per samd technical assessment performed for da050600 - delivery anomaly-bolus stopped alarm, submitting this follow-up report with analysis results. We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database pump traces. To investigate further on this issue , we need pump traces for the user. We requested helpline to enable control code to get the pump/detail traces for investigation. Helpline did confirm that the control code was enabled and user has initiated a latest upload. We pulled the pump traces from carelink database and provided the same to pump team for investigation. The issue is not confirmed. To assist with the resolution , pump team provided below feedback to helpline support team. I have reviewed the pump history from on (B)(6) 2025 and did not find the listed below recommendations examples in the meal wizard estimate history events. Even listed below entered carb units were not found. All I found was the active insulin = 0.7u at 3:40pm. The reason why the history events were not recorded is because the user did not save the settings by starting bolus. So, I cannot confirm the pump calculation results. The detailed traces that could provide bolus wizard details started on (B)(6) 2025 and did not cover the timeframe of the bolus estimate examples. And the following statement I was not able to verify in the pump history as well since the pump history started on (B)(6) 2025. Also, customer complaint refers to that the correction is too much as previously - before on (B)(6) 2025, he never noticed that correction would go into negative value. Additionally, I did not find the carbs value mentioned in the following csd statement on the event date ( date/time of event: 09/mar/25 9:30 am). Customer calls to report that smartguard bolus recommendation is not correct. Was smartguard feature active at the time of reported event: yes. Bg or sg value used: 8. Carbs entered: 35. Did customer save carbs entry: yes. Customer's expected outcome: expected outcome is 3.5 u to be delivered, but bolus recommendation is 2.5 u. Btw, on (B)(6) 2025, the customer did not use meal wizard to enter carbs from 8:15am to 2:15pm. I would recommend asking customer to send us the screenshots next time he is concern about bolus estimate. Pump team did requested for pump screenshot from user and provided the additional analysis for the same. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under "sw requirement doc". The root cause of this issue is lack of user training. As user was trying to do manual calculation on the pump behavior. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. If the issue persists, please let us know, and we'll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced bolus wizard correction bolus calculation was not correct as the actual bolus was only 50% of that was expected by the customer as in this case instead of 2.8 u bolus only 1.4 u was being calculated. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Confirmed that the pump did not make correct bolus wizard calculations based on information entered by the customer. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1885 was requested and the customer response was the device would be returned.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Bolus was programed at 3.0u and delivered. No unexpected bolus stopped alarm noted during testing. Pump¿s history and trace files downloaded successfully using thump software. Bolus was programed and was delivered and recorded in pump's daily history on [(B)(6) 2025 ] at [19:33:00.000]. ¿pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and broken belt clip rails. Alleged bolus stopped alarms not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.